Event description:
It was reported in a service report the stretcher would not lower and the siderail release latch is missing. There was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Other: bent jack shafts and siderail release latch.